Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 9 instances of power - moisture ingress failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 26 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, 14 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 26 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 7-81 years of age and between 60 and 250 pounds. Of the reported patients, 14 were male, 12 were female, and were unknown.